Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the cx. Approximately 4 months post procedure patient suffered nstemi. The investigator assessed the event as not related to the index device or to the anti-platelet medication. Sponsor assessed event is possibly related to device and not related to antiplatelet medications. The patient is recovered.